Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert due to high, out-of-range right ventricular (rv) pacing lead impedances measurements measuring, greater than 2,000 ohms. Technical services noted there was a gradual increase and discussed possible causes. Threshold measurements were in range. No stored episodes since implant. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.